Manufacturer narrative:
(B)(4). Additional information: batch # = m91g2l. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining (B)(4) clips as intended, finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: what was the shape of the clips? Unknown. Did any of the clips fall into the patient? Unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing all the way. Clips were removed and a new device was opened and used. The clips were not closing and holding with the new device, so a third device was opened and used to complete the case. There were no patient consequences reported.